Event description:
This catheter was being utilized for an angiography procedure when an attempt to advance the guidewire through the catheter resulted in the guidewire piercing the wall of the catheter's softouch tip. There was no reported injury of the pt.